Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. The clip fell out of the jaws of the device. Another er320 was opened to complete the case. The clips were removed from the abdomen. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw, yes; damaged jaws, no; damged cutter, n/a; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged other, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed confrom, yes; firing: form conform, yes; jaws: hold clip, yes; jaws: inside width at tips, .173; lockout functional, yes and number of clps fed and formed, 8. Analysis conclusion: based upon the inquiry info received and the visual examination and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and formed the remaining clips as designed. There were no anomolies noted with the clips falling from the instrument. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.